Event description:
It was reported that one of the patient's thoracic scs leads had fractured. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000088475.

Manufacturer narrative:
It was reported to abbott, a patient met with their surgeon who discovered that the thoracic system lead had a fracture. A lead revision was planned. As (B)(6) 2023, surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.